Event description:
As reported: " the drill bit was crimped to the drill sleeve during use and could not be removed. The drill bit was new."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the drill and the drill sleeve were found to be stuck with each other. The drill portion, outside the sleeve, showed heavy circular marks caused due the drill making contact with the sleeve edge under intense usage with a power drill. There was no clearance/play between the drill and the sleeve. However, after the disassembly with much effort, it was found that the area of drill inside the sleeve was also scuffed due to contact with the sleeve. After disassembling, a functional inspection was performed. The drill was not able to pass through the sleeve. A resistance could be felt during insertion, due to the constriction in the sleeve¿s cannulation at the exit. The drill was found to be within specifications upon a dimensional inspection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the jamming is user related. The drill under intense usage, interacted with the sleeve, causing severe deformation to both the drill and the sleeve, leading to jamming. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: " the drill bit was crimped to the drill sleeve during use and could not be removed. The drill bit was new."